Event description:
It was reported that the device was explanted after implant duration of approximately 0.1 months. It was learned that the reason for explant was due to s.a.m. No other details were provided.

Event description:
It was reported that the insulin pump was not emitting an audible tone when an alarm occurred. The reported blood glucose reading was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. An operative report was requested, however, it was not provided. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.